Event description:
It was reported during a diagnostic colonoscopy with polypectomy the video system center had issues with provation after upgrading and an error e955 and e402 occurred. The patient was under anesthesia when the when the error codes appeared and was moved to the next room with the same error codes happening. The user continued to troubleshoot the problem. It was then decided to continue the procedure without pictures. As soon as the procedure was started the system started working. The procedure was completed. It was reported that the issue delayed the procedure and extended the patient's anesthesia for 30 minutes. There was no further patient impact reported.